Manufacturer narrative:
Batch review performed on 28 january 2021: lot 146214a: (B)(4) item manufactured and released on 17-jun-2019. Expiration date: 2024-05-26. No anomalies found related to the problem.

Event description:
The patient came in reporting pain. The post-op x-rays indicated that aseptic loosening of the stem had occurred. The surgeon revised the stem and head with competitor products, and revised the medacta liner with a medacta liner 1 year and 2 months after primary. The surgery was completed successfully.